Event description:
It was reported that during an open colon procedure, the scissors broke. A part of the device fell into the pt, but it could be retrieved without any problems. Longer surgery duration. Used a new device to complete the case.

Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.